Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the device will not be analyzed as the complaint of infection could not be confirmed via laboratory testing. (B)(4).

Event description:
Device 2 of 3. Reference MFR report #1627487-2016-00363 and reference MFR report #3006705815-2016-00030.